Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the sensing integrity count (sic) on the right ventricular (rv) lead indicated oversensing and non-sustained ventric ular tachycardia episodes which triggered a lead integrity alert (lia). A connection issue between the lead and implantable cardiac defibrillator (ICD) is suspected. The patient will continue to be monitored and the lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the sensing integrity count (sic) on the right ventricular (rv) lead indicated oversensing and non-sustained ventricular tachycardia episodes which triggered a lead integrity alert (lia). The lead remains in use. No patient complications have been reported as a result of this event.